Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer placed the pump in a pool. Subsequently, an altitude alarm occurred. There was no impact to customer's blood glucose level. Tandem technical support advised the customer to dry the speaker vents with a cloth. Reportedly, the customer was able to clear the alarm and resume insulin delivery.